Manufacturer narrative:
The product associated with this reported event was not returned for examination. The reported product code and lot code required in searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt revised for polyethylene wear of insert and fractured patella.